Event description:
During the procedure with the patient in the room, the generator warmed up for 1 minute after starting the lesion, the program stopped and an error message was noted (message unknown). The same issue occurred when retried and the lesion could not be completed. The case was cancelled with no consequences to the patient and another appointment was scheduled.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for analysis. Visual inspection revealed no anomalies. Ac power was applied to the generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected; no hardware anomalies were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified and the device operated as intended.